Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose (bg) ranged from 342 mg/dl to "high"; value was not provided. Manual injections were administered to address elevated bg. Reportedly, customer either changed the pump supplies or simply primed the tubing and cleared the alarm and resumed insulin delivery to address the issue.